Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. During the evaluation it was noted that the bending section was deformed; however, this defect is not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the instructions for use (IFU): "warning: failure to properly clean and high-level disinfect or sterilize endoscopic equipment after each examination can compromise patient safety. To minimize the risk of transmitting diseases from one patient to another, after each examination the endoscope must undergo thorough manual cleaning followed by high-level disinfection or sterilization." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. No bacteria were found. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. Precleaning was performed with water at bedside under five (5) minutes after a procedure. Manual cleaning was performed with mediclean forte and an olympus single-use combination cleaning brush. The cleaning brush for the instrument channel is disposed after a single use. The instrument channel/suction was brushed until no debris was observed in the bristles of the brush. The instrument channel opening was cleaned with the olympus dual brush until no debris was observed in the bristles of the brush. It was unknown if the biopsy valve, air/water valve, and suction valve were brushed/disinfected/sterilized. The water bottle was autoclaved. Getinge ew2 was used as the automatic endoscope reprocessor (aer) along with pokayoke detergent and pokayoke a and b disinfectant. The endoscope and aer were compatible. All channels of the endoscope were connected to aer¿s injection ports and supplied with disinfectant. It was unknown if the disinfectant was used within the expiration date. The aer¿s disinfection process program was five (5) minutes and used according to the aer manufacturer¿s recommendation. The air/water channel, suction channel, and auxiliary channel were not flushed with alcohol. All removal parts (valves, water resistant cap) were detached from the endoscope. The endoscope was dried before prior to storage. The endoscope was stored in the drying cabinet, hung vertically with the distal end not touching the cabinet floor. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, the evis exera gastrointestinal videoscope was cultured and tested positive multiple times. The suction channel tested positive for greater than ten (10) colony forming units (cfus) of mixed species and klebsiella species. There was no contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.